Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was symptomatic with bradycardia. System evaluation identified there was no pacing or sensing on the right ventricular (rv) channel. Additionally, diaphragmatic stimulation was reported. An echocardiogram and computerized tomography (CT) scan revealed a cardiac perforation. A revision procedure was performed and the physician cut off the tip of the rv lead and abandoned the rest of the lead body. A patch was placed on the heart tissue to provide temporary pacing until the new lead could be implanted. Another revision procedure was subsequently performed and the rest of the rv lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.